Event description:
The customer reported that a speaker malfunction error message appeared. When the problem occurred, the nurse changed to a back-up monitor immediately. There was no allegation of an adverse event or any patient or user harm.